Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con product: a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that over night following implant, the patient became ill with vomiting. Echocardiogram showed a pericardial effusion, and both leads may have perforated the heart. High atrial threshold was noted, and a chest x-ray revealed that both leads had pulled back. Both leads were revised that day and remain in use, with the patient doing well ever since, but remaining in the hospital a few extra days for observation. No further patient complications have been reported as a result of this event.